Manufacturer narrative:
Correction: the implanted device remains, and no device analysis is anticipated as previously reported. (B)(4).

Event description:
Per the clinic, the abutment on the patient's fixture became loose and fell off. A new abutment was placed under sedation in the operating room on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4).